Event description:
The physician reported the intraocular lens was removed and replaced without complication due to the patient's adverse visual effects and a cloudy spot on the optic. The patient's visual acuity at the time of removal was 20/20.

Manufacturer narrative:
The device was received and inspected under illuminated magnification, optic was clear and showed no haze or cloudiness. The lens was then rehydrated, no signs of cloudiness or haze were noted. Prior to release the lens met all manufacturing specifications. The cause of this event was undeterminable but does not appear to be manufacturing related.